Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and removed and replaced the condensate removal module (crm) due to a cut/fray in the dc input cable. The fse then performed all functional, calibrations, and safety checks to meet factory specifications. The iabp passed all functional, calibrations, and safety test per factory specifications and was released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a power cord issue. It is unknown under what circumstances the event occurred; however, there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a power cord issue. It is unknown under what circumstances the event occurred; however, there was no patient involvement and no adverse event was reported.